Event description:
A customer reported wetness at the podsite and noticed "the cannula had come out of the site." She had a bg of 300 mg/dl. The customer wore the pod for less than 24 hours. No add'l info was provided.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin that the cannula had dislodged from the customer's skin and therefore, no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customer's can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and to contact an hcp for guidance. A review of product lot qualification records found that the lot met all acceptance criteria.